Manufacturer narrative:
An event indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a loose connection was reported which is known to cause air in the patient line. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was air in the patient line of the homechoice cassette. This occurred during fill one of peritoneal dialysis therapy, and the patient was connected at the time of the event. The nurse stated that the heater line was not properly connected to the heater bag and it became loose. Upon follow-up with the patient, the patient stated that the connection was made properly and they were not sure how the air got in the patient line. There was no patient injury or medical intervention associated with this event. No additional information is available.